Event description:
This report is for use error- use of incorrect cap. The customer contacted baxter's technical service center for assistance. During troubleshooting, the technical service representative(tsr) was assisting the hp to continue therapy. The hp asked if they should reconnect. The tsr asked the hp if they used the flexi cap on the patient line. The hp stated they used the blue cap. The tsr explained that the hp would have to start over with new supplies. The tsr assisted the hp with ending the therapy and getting the set out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report of a use error was confirmed. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported condition.